Manufacturer narrative:
Phone number removed from grid. Failing electronic submission.

Event description:
The customer reported that the "heart rate does not show and can't pass self-check". The customer later clarified the heart rate does display, but there is interference; there is no alleged malfunction with the heart rate display. There was no patient involvement.